Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at end of service (eos) voltage level when received. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal.

Event description:
It was reported that the device reached elective replacement indicator (eri) level faster than expected. Premature battery depletion was alleged to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.